Event description:
During device evaluation and performance testing of a iw990agu wall mount infant warmer at fisher & paykel healthcare (f&p) service center, a (f&p) service technician found that the power failure alarm was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
During device evaluation and performance testing of a iw990agu wall mount infant warmer at fisher & paykel healthcare (f&p) service center, a (f&p) service technician found that the power failure alarm was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) section d4: UDI details are not available based on the time of manufacturing. Method: the subject device, iw990agu wall mount infant warmer was inspected by a trained f&p service technician. Our investigation is based on the information provided by the service technician, healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the subject device confirmed that the power out alarm was not working and was resolved by replacing the power pcb. The unit was found to have a faulty capacitor. Conclusion: the reported event is due to a faulty capacitor on the power pcb. As part of f&p's quality control process, this involved the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw990 wall mount infant warmer states the following: "ensure all warmer parts and accessories are checked before returning the device to service." "Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."